Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer declined to load a new cartridge, opting to continue using the current cartridge for insulin therapy.